Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: inflation: 20/30 indeflator. Guide wire: whisper. Balloon dilatation catheter: trek 2.0x20mm. Stent: xience prime 3.5x25mm. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, de novo, mid right coronary artery after the lesion was predilated and stented, the 3.5 x 20 mm nc trek was advanced to the stented lesion, but the balloon would not inflate. Outside the anatomy inflation was attempted, but the balloon still failed to inflate. A different 3.5 x 20 mm nc trek was used successfully for post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.